Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
The valve was retuned in a returnkit and in an unknown fluid. The valve was at pressure level 7 cmh2o set. A visual inspection was performed and a scratch was identified but no damage was observed. A penetration test is performed to show if the valve is clogged. This test is at a hydrostatic pressure difference of about 20-30 cmh2o in the flow direction. The test has shown that the valve is permeable. We tried all the pressure steps in 5 steps at the valve and adjusted it up and down. The investigation has revealed that the valve was adjusted up and down in all pressure step ranges. To measure the brake release force, we have the valve with a brake force meter checked. The braking function could be proven positive. The measured values of the braking force were within the permissible tolerance. On the basis of our examination results, a constipation could not be determined. No further actions are required.